Event description:
It was reported that the device would not stimulate. Reportedly, the stimulation return had an impedance of approximately 1ohm. They tried changing stimulating probes and change the fuses but there was still no response from the system during nerve stimulation. The surgeon decided to continue the case with the assistance of the nerve monitoring system. Follow up information provided the surgeon was touching a thyroid nerve and there was no visual or audio signals alerting that a nerve was present. It was noted that the facility does not have a simulator box to test the equipment before it is used on the patient to confirm that it is functioning properly. It was also noted that when the facility biomed technician replaced the fuses in the interface and replaced the stim probe, the doctor was receiving artifact anywhere he touched. The anesthesiologist believes the problem may have originated with the patient positioning. There was no report of patient impact or injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: item #8252200, nim response patient interface, lot/serial number: unknown. (B)(4). Devices are not being returned for evaluation. Method: no testing methods performed.